Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01028. It was reported the patient experienced high impedance on one lead. As a result, the patient underwent surgical intervention wherein one lead was explanted and replaced to address the issue. It is unknown which lead was replaced therefore both leads are being reported.